Event description:
The technician alleged the side rail will not latch in the up position. No patient impact.

Manufacturer narrative:
The technician found the side rail latch pin is corroded and sticking. The technician replaced the side rail latch pin to resolve the issue.